Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the battery, and the customer reported complaint was verified. The se replaced the power supply to resolve the issue. The unit passed all tests and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that, during battery testing, the ventilator shut down, and became inoperable. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.